Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD implant date (B)(6) 2016; 694765 lead implant date (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that far field r waves (ffrw) over-sensing is suspected for a mode switch. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.